Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient alleged that the product issue began at 1 am on (B)(6) 2018, when she obtained blood glucose readings of ¿98 and 240 mg/dl¿ on the subject meter. Csr noted that the tests were performed greater than 20 minutes apart. The patient manages her diabetes with insulin, and in response to the alleged inaccurate reading, she administered 72 units of insulin (humulin). The patient stated that ¿a little later¿ she developed symptoms of ¿shaky and sweaty¿. She self-treated the symptoms by consuming some sugar and food. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.